Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The target lesion was in the distal rca. Stenosis was 50%. Calcification was none to mild. Tortuosity was none to mild. The stent was implanted. Max deployment pressure was 10atm. There are no fragments in the patient. The whole balloon been taken out. The patient showed stable signs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx drug eluting stent to treat a lesion. It was reported that the balloon ruptured and detached during dilation and disappeared in the proximal rca lesion. No patient injury was reported.

Manufacturer narrative:
Additional information: the whole balloon been taken out using its own delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the proximal rca. The lesion was pre-dilated. Max deployment pressure was 16 atm. Another resolute integrity des was implanted in the prox rca, and another resolute integrity des was implanted in the dist rca. If information is provided in the future, a supplemental report will be issued.